Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had a high blood glucose (bg) level of over 400 mg/dl and insulin injections were administered to address the bg level. The customer did not know what caused the high bg. The customer's healthcare provider assisted the customer with how to calculate the amount of insulin needed for the insulin injections. The customer reverted to using insulin injections to manage diabetes. The customer performed a pump system check and the pump was found to be functioning as intended.